Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The valve was implanted to the patient via lp-shun on (B)(6) 2017. The initial setting was unknown. After the surgery, the over-drainage was confirmed, so the setting was changed to virtual off, then the valve was reversed. The patient is under follow-up. The patient¿s information was unknown. The product will not be returned to your site. Per the affiliate the patient had symptoms of over drainage, but it is unknown if that was a result of a product malfunction. " it was just reported that the valve was found to be flipped over inside the patient body, when trying to adjust the pressure setting." It is not known if the valve was incorrectly implanted.